Event description:
The manufacturer received information alleging respiratory tract irritation, kidney disease/toxicity, wheezing and chronic coughing, congestion. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, respiratory tract irritation, wheezing, chronic coughing and congestion. There was a report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was bottom enclosure damage. The unit was without any contamination. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report, box b, d, g, h has been updated/corrected.